Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The set was returned for complaint investigation. The set was visually inspected and noted that the patient line was loose from the organizer. The set contained all caps, clamps, no other manufacturing abnormalities was noted. A batch review was performed on the associated lot with no issues. Per the results of evaluation, there was no evidence of a cause related to operator packing. The root cause of the complaint was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Baxter (B)(4) received report in which the patient line is loose. There is no patient involvement.